Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The user facility reported that the device overheated and was leaking fluid during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated and was leaking fluid during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.